Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 418 mg/dl. The customer treated with insulin through the pump. The customer's blood glucose also went down to 41 mg/dl. The customer treated with food and honey protein. The customer stated that the pump also alarmed no delivery. The customer was assisted with removing the reservoir, rewind, and manual prime. The customer stated that she saw drops at the end. The customer declined assistance with inserting.